Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented to the clinic for routine follow up, the pulse generator exhibited backup vvi mode and premature battery depletion. The device was explanted and replaced.